Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The shaft of the 3.0 x 33 cypher broke, prior to entering the guiding catheter. The stent delivery system broke at the shaft, where the angioplasty wire exits and the delivery system meets the hub. The product was not clinically used and there was no reported harm to the patient.